Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure - (stent deformation, failure to deliver the stent). No results available since no evaluation performed - (device or procedural images were not provided for review). Evaluation conclusions: (root cause could not be determined). Inherent risk of procedure - (stent deformation, failure to deliver the stent). No results available since no evaluation performed - (device or procedural images were not provided for review). (B)(4).

Event description:
It was reported that the physician intended to implant a resolute integrity rx drug eluting stent to treat a lesion in a patient during an index procedure. It is reported that the stent could not cross the lesion and was damaged (kinked at the weld). No patient injury was reported for this event.